Manufacturer narrative:
Three 25ga vit cutters were returned with two opened bl5625s pouches from lot w2692. The expiration dates on the labels are 2020-jan-28. The bodies are white and the back caps are blue. The side of the cutter body was labeled 25g in blue letters. The tip protectors were not returned. The needles are not bent. The port windows were in the opened positions. There was debris visible around the port and on the outer needle shaft. There was fluid in the aspiration lines. A functional test was performed using a stellaris pc system. The cutters do cut. However, all three cutters displayed an air leak as there was a steady stream of small to micro-bubbles coming through the aspiration line at all times. It should be noted that an air leak could contribute to poor aspiration. These cutters will be sent to the vendor for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Event description:
The user facility reported the cutters did not aspirate well. The cutters seemed not to move. It was replaced with another cutter and the surgery was completed. No patient injury reported.